Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump received insulin pump error alarm while in auto mode for 4 times. The customer¿s blood glucose level was 130 mg/dl at the time of incident and current blood glucose level was 245 mg/dl. Customer stated that the insulin pump was not exposed to high magnetic field. The customer stated that they were able to clear the alarm and able to rewind the insulin pump, however they only able to clear alarm when getting out of auto mode but when getting back into auto mode it would alarm with the insulin pump error. The insulin pump will be returned for analysis.